Manufacturer narrative:
H10: four (4) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes leaked; further described as ¿water sprayed from the patient's end tube¿. This was observed during priming of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone number (additional): (B)(6) should additional relevant information become available, a supplemental report will be submitted.